Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that the vns pt's device revealed high lead impedance from a system diagnostic test performed at a follow up visit. In addition, the pt reported that stimulation of the device was not longer perceived. The physician stated that the last time the pt's device was tested was in (B) (6) 2009, where the device was functioning properly. There was no report of pt manipulation or trauma. The pt has not been seen for follow up since the high lead impedance was detected, and the device remains programmed on. The physician indicated that the plan is to disable the device, and discuss with the pt the plan of care in regards to the vns device.